Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D10: iiem#: 00770100000, zimmer skin graft mesher, lot#: 30989400, serial#: (B)(6). Item#: 00770301000, z.s.g.m. Cutter 1:1 ratio, lot#: 912037. Review of the most recent repair record determined the cutter failed the sample cut test; however, the repair was not completed because cutters are not repairable. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was returned for preventative maintenance and later needed repair. There was no patient involvement. During device evaluation, it was discovered that the cutter failed the test cut. Due diligence is complete; no additional information is available.